Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument locked on the tissue. The surgeon fired another instrument to release the first one. The hospital has reported the patient's condition is satisfactory.